Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure the catheter of one 3.0x12mm onyx frontier coronary drug eluting stent (des) detached, cracked or fractured during delivery through the vessel. The detached catheter was removed from the patient. It was also reported that one 2.75x12mm onyx frontier des deformed during positioning/advancement. The lesion being treated was mildly tortuous, moderately calcified and located in the mid left anterior descending (lad) artery. Both devices were inspected prior to use with no issues. Negative prep was not performed on either device. The lesion was pre-dilated. Resistance was encountered advancing both devices, but excessive force was not used. The procedure was completed using a different device. No patient complications have been reported as a result of this event.